Event description:
It is reported that the implant sits proud.

Manufacturer narrative:
Evaluation summary: during trabecular metal humeral and the trabecular metal reverse shoulder procedures, instruments prepare the bone for a tolerance range from slight pressfit to slight clearance. Because these stems have proximal trabecular metal combined with a proximal taper they achieve adequate stability through proximal fixation alone. It has been determined that distal press is not required and that distal press could lead to difficulty seating the implant dependant on bone quality, humeral geometry, and surgeon reaming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the occurrence suggests that the event is related to the issues for which zimmer is implementing corrective action. Reference removal report 1822565-7/26/2010-006-r for additional information regarding the corrective action taken. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution on the reported problem. Based on the available information, the need for corrective actions is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.